Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a truepath cto device; however, the control unit was not returned for analysis. Motor housing, drive shaft, working length, and tip housing/tip were microscopically examined. There was saline on the outside of the shaft and tip of the device. The coil of the tip was broken and stretched over the tip housing. The tip was also jammed into the housing and offset. Functional testing was performed by connecting the truepath device to a test control unit and turning on the device. All the led lights lite up and an audible noise was heard, meanwhile the device vibrated; however, the tip did not rotate. The screws were removed from motor housing to inspect the motor and drive shaft. The motor was working; however, the drive shaft was broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2017. It was reported that the catheter failed to cross he lesion. Vascular access was obtained via the femoral artery utilizing contralateral approach. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A truepath¿ was used. During procedure, it was noted that the outer catheter became trapped within the calcification and only the tip was able to advance. The catheter was then removed by simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the tip was broken and stretched over the housing.